Event description:
A pt who had epithelial defect during a refractive surgery had the flap lifted due to delayed healing. Pt is improving visually but slowly. Prognosis is good visual recovery with use of lubricants.